Event description:
During preventative maintenance of the device, the user observed the rubber feet on the pump were deteriorated and replaced. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.